Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were high impedances with electrode 2 on (B)(6) 2023 . There was no clinical implication of this. The electrode was used in current programming, therefore, the device was reprogrammed around the electrode on (B)(6) 2023 . On (B)(6) 2023 there were high impedance showing out of range with electrode 2 and 3 via device interrogation. No clinical symptoms. The device was reprogrammed on (B)(6) 2023  to avoid the electrodes. On (B)(6) 2023 via device interrogation, there were high impedance with electrode 4. No clinical effect. The device was reprogrammed on (B)(6) 2023  as the electrode was in use. Outcome was unresolved with no further action planned. Etiology was a casual to the device or therapy. Additional information received reported that the impedances were more than 10,000 ohms, exact measurement was not known.

Manufacturer narrative:
Continuation of d10: product ID : 977a275, serial/lot# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 10-oct-2026, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.